Event description:
On (B)(6) 2020, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized due to not being able to mobilize the peg tube. On (B)(6) 2022, an exploratory endoscopy was performed which visualized that the peg tube plate was completely buried in the gastric mucosa. It was reported that the "internal peg stopper is found in the subcutaneous cellular tissue of the epigastric anterior abdominal wall. No evidence of pneumoperitoneum or free fluid". The patient was prescribed meropenem 1 gram intravenously every 8 hours. A stoma culture performed on (B)(6) 2022 came back positive for escherichia coli. On an unknown date, it was reported that the patient underwent surgery to remove the entire pegj tubing. The stoma was closed with a suture. It was reported that the patient was still hospitalized while completing the antibiotic regimen, and is awaiting new tubing placement.

Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Stoma site infection and buried bumper syndrome are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.